Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, at initial attempt the valve was positioned normal, while deploying on 3 cusps view it was noted that the valve was seated high, so it was recaptured. At second attempt, the blood pressure dropped down but it improved when proceeded with deployment. The valve was noted to be in a deeper position this time. Upon recapture, the pressure dropped again, and the patient was resuscitated. The physician decided to implant an extracorporeal membrane oxygenation (ECMO), the patient was stabilized. Subsequently, the valve was able to be implanted successfully. ECMO was placed inside the patient to stabilize till the following day.

Manufacturer narrative:
An event of cardiogenic shock and hypotension during implant attempt of portico valve was reported. Information from the field indicated that the upon recapture, the pressure dropped again, and the patient went into cardiogenic shock, so cardiopulmonary resuscitation was performed. Subsequently, the valve was able to be implanted successfully at a depth of 3mm on non-coronary cusp (ncc). A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical interventions were result of case specific circumstances as valve repositioning and CPR was performed. There is no indication of a product issue with respect to manufacturing, design, or labeling. Codes removed: health effect-clinical code: 1762.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, at initial attempt the valve was positioned normal, while deploying on 3 cusps view it was noted that the valve was seated high, so it was recaptured. At second attempt, the blood pressure dropped down but it improved when proceeded with deployment. The valve was noted to be in a deeper position this time. Upon recapture, the pressure dropped again, and the patient went into cardiogenic shock, so cardiopulmonary resuscitation was performed. The physician decided to implant an extracorporeal membrane oxygenation (ECMO), the patient was stabilized. Subsequently, the valve was able to be implanted successfully at a depth of 3mm both on non-coronary cusp (ncc) and left-coronary cusp (lcc). There was no clinically significant delay reported. ECMO was placed inside the patient to stabilize till the following day. The patient was discharged.